Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr ((B)(4)) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following microorganism: microorganism aerobics enterobacteries greater than 61 cfu/100 ml and greater than 100 cfu/sample at 30 degree celsius . The ofr ((B)(4)) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Below are information on customers cds checklist: paa_cds machine wassenburg aer/ewd reprocessor: tested model name: wassenburg , detergent name: septoprecleane zt disinfectant name: endohigh detergent pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : septoprecleane manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: novacleane manual disinfection performed. Disinfectant used: endohigh detergent scope storage: horizontally placed endoscope not sterilized. Maintenance company : revient de maintenance. The device was then returned to rrc (regional repair center) (B)(4) for device evaluation. The device inspection and evaluation findings noted below: a-rubber glue (insertion part) separated. Angulation system passed with repair required due to less angulations noted. Biopsy channel exchanged as preventive maintenance. Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. Electrical safety passed. Investigation is ongoing. This report will be supplemented accordingly following investigation.